Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: supplementary information has been received in regards to patient outcomes. The two patient outcomes are that visual acuity is good. One patient had the iol implanted promptly. One patient had the zeiss intraocular lens (iol) removed and a monofocal iol was placed. It is unknown which patient had the iol exchanged to a monofocal iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. The laser machine was examined and tested by an amo field service specialist (fss). The fss made proactively repairs on the chair due to a fix/tight position that was evaluated on a previous site visit. In addition, while the fss performed a threshold calibration, the system would not allow the calibration to be performed and another site visit was made to perform the threshold calibration. The chair repair is not related to the capsular tears reported. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported a posterior capsular tear requiring an anterior vitrectomy with 2 different patients. A brief description from the surgery center indicated the posterior capsule had ruptured after a catalys procedure. There was an incomplete capsulotomy reported. The intraocular lens was exchanged and a sulcus lens was inserted. At one day, the post-operative visual acuity was 0,3. This is for patient #1. A separate report will be filed for the 2nd patient.